Event description:
On (B)(6), revision surgery was performed on a patient with an spv implant, and the spv was placed in the same location. On the following day, (B)(6), the pressure was attempted to be changed, but this was not possible. Despite prolonged attempts under fluoroscopy, the micro magnet did not move, so surgery was performed in the afternoon on (B)(6), and another spv was implanted. The doctor requested a replacement. The micro magnet from the removed valve could be moved with a magnet, so there was no reoccurrence.

Manufacturer narrative:
Our quality department conducted various analyses on the returned device : visual inspection : the valve was returned quite clean, immersed in water. The valve was set to position p3. Programming testing : no issues were observed: the magnet unlocking functioned correctly. However, starting from the tenth cycle, we noticed abnormal behavior: the valve begins to rotate partially, with the magnets getting stuck between two positions. As a result, the programming becomes faulty. The reported issues have been confirmed. The valve programming does not meet our quality requirements. Based on our experience, it is possible that a physiological particle may have blocked the valve mechanism, preventing the magnets from unlocking and thus making it impossible to adjust the valve to another position. This could explain the programming malfunctions and the abnormal magnet movements observed. Repeated attempts to adjust the valve may have progressively led to a malfunction, which would explain the incorrect pressure values measured.

Manufacturer narrative:
Pending for product return to the manufacturer.

Event description:
On may 22, revision surgery was performed on a patient with an spv implant, and the spv was placed in the same location. On the following day, may 23, the pressure was attempted to be changed, but this was not possible. Despite prolonged attempts under fluoroscopy, the micro magnet did not move, so surgery was performed in the afternoon on may 23rd, and another spv was implanted. The doctor requested a replacement. The micro magnet from the removed valve could be moved with a magnet, so there was no reoccurrence.